Event description:
It was reported that the patient underwent an acdf procedure (triple level neck fusion) at levels c4-c7 using a 55mm cervical plate. The patient started experiencing a metallurgy post-operatively on an unspecified date. The patient began experiencing flu-like symptoms with fever and chills of unknown origin. According to the report, the physician is "ruling out the plate as the source", however, the patient "has a known history of nickel and other metal allergies". No additional information was provided, and the patient outcome is unknown at this time.

Manufacturer narrative:
(B)(4). Location : unknown although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.